Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a nephrectomy procedure, the device with white reload was used. The rep was notified that stapler transected, but only partially stapled. Some staples were formed at the distal tip, but it was reported they did not all form proximally. Intraoperative bleeding was experienced, but was effectively managed. A new stapler and reload were used to successfully complete the procedure. There was no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/6/2020 d4: batch # t5e829 investigation summary ==> the analysis found that one psee60a device was returned with no apparent damage and with one gst60w cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.